Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer accidentally programmed a food and blood glucose (bg) value into the pump twice. Therefore, the pump did not suggest a bolus for the customer as the bg level was below target. At the time of the reported event, the customer's bg level was 120 mg/dl. As a bolus had not been delivered, there was no impact to the customer's insulin on board (iob- active insulin in the body).